Event description:
Additional information received reported the pump was removed and replaced on (B)(6) 2014 and the old pump was returned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a volume discrepancy was identified during a refill procedure. The expected residual volume was 3.6 ml, but the actual residual volume was 0 ml. The last refill that occurred was on (B)(6) 2014, and there was no volume discrepancy or refill procedure issue then. 20 ml of drug was put into the pump reservoir. The patient had developed withdrawal symptoms of acute nausea, vomiting, and chills on (B)(6) 2014. Three days later, the patient went to the emergency room and was given intravenous dilaudid and zofran. The patient also had been taking oral pain medications. The drugs in the pump were clonidine, bupivacaine, and dilaudid. It was reported that the pump event logs were checked, and a computed tomography scan was performed. The patient had also experienced fever, pain, and underdose symptoms. The patient was receiving less than 50% therapy relief. It was noted that the patient was hospitalized and will be closely monitored by the physician. The health care provider planned to check the pump for consistency on (B)(6) 2014. The cause of the patient's symptoms was unable to be determined. The was later reported that when the pump was checked for consistency and refilled another volume discrepancy was identified. The expected residual volume was 14 ml and the actual residual volume was 4 ml. The patient was scheduled for a replacement. The cause of the overinfusion was unknown.

Manufacturer narrative:
Analysis of the pump revealed over infusion of an undetermined root cause and an infusion accuracy test failure. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
No significant anomalies were noted during destructive analysis. The current analysis coding will not change. (B)(4).

Manufacturer narrative:
Conclusion code was updated .

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was doing well post-replacement and was receiving therapy as expected.

Manufacturer narrative:
(B)(4).